Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. Pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Pump passed the displacement accuracy test. No unexpected under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a high blood glucose value. The patient¿s blood glucose level was unknown at the time of the incident. Customer alleged the pump for under delivering. The customer was treated with insulin pump but it did not deliver insulin when required. The device is expected to be returned for analysis.